Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure coil"), dysmenorrhoea ("dysmenorrhea (cramping),") and genital haemorrhage ("heavy and irregula bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's past medical history included gravida ii, parity 2, cesarean section in 2010, miscarriage, cholecystectomy in (B)(6) 2014, anxiety and depression. Concurrent conditions included diarrhea, nausea, leg pain and pelvic adhesions. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping / lower abdomen pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic surgery"). On an unknown date, the patient experienced complication of device removal ("complication of device removal"). The patient was treated with surgery (da vinciassisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, dysmenorrhoea, genital haemorrhage, pelvic pain, abdominal pain lower, headache and complication of device removal outcome was unknown and the migraine was resolving. The reporter considered abdominal pain lower, complication of device removal, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain and uterine perforation to be related to essure. Diagnostic results: (B)(6) 2015 - ultrasound, transvaginal no free fluid inpelvis or cul-de-sac. (B)(6) 2015: uterus, cervix, fallopian tubes, hysterectomy, bi lateral salpingectomy: final diagnosis: 1.cervix: mild chronic inflammation. 2. Endometrium: weakly proliferative endometrium, endometrial polyp, functional type. 3.myometrium: extensive adenomyosis. 4.fallopian tubes: no pathological features. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet & medical record received. Events migraine, hedache, dysmenorrhea, complication of device removal & device monitoring error added. Concomitant , historical drugs & conditions added. Patient , product & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure coil") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic surgery") and abdominal pain lower ("cramping/lower quadrant pain"). The patient was treated with surgery (on (B)(6) 2015, patient had undergone a pelvic surgery). At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.